Event description:
It was reported that the customer had a high blood glucose level of 339 mg/dl and didn't notice that her blood glucose level was going up. Customer's sensor ended because the battery died. Customer stated that the sensor started alarming at night and her blood glucose level was 33 mg/dl. Customer has been experiencing low and high blood glucose levels. Customer will wait until she sees her health care professional tomorrow. Customer was able to bolus but has not checked since it was recently that she tested and corrected. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.